Event description:
It was reported that the patient had continuous ventricular arrhythmia. Due to the arrhythmias, the patient was readmitted to hospital from (B)(6) 2019. The procedure undertaken at readmission was electrical cardioversion. The association between arrhythmias and product is unlikely to be ruled out.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott (B)(4) affiliate. On 22aug2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the reported event of ventricular arrhythmia could not be conclusively determined through this evaluation. The account reported that a relationship between the device and the arrhythmia is unlikely, however, it cannot be ruled out. The patient remained ongoing on heartmate ii lvas, serial number (B)(4), until undergoing a routine heart transplant on (B)(6) 2020. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. Section 1, ¿introduction¿, lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate ii lvas. Section 6, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.